Event description:
Caller reported a cartridge alarm 30, and the customer's blood glucose level was displayed as "high," but the specific value was unknown. To address the high blood glucose level, the customer administered a correction injection via manual delivery, and there was no need for third-party assistance. During the load process, the customer waited until prompted to remove the used cartridge. Technical support assisted the caller in loading a new cartridge using the proper technique, and the issue was resolved.